Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the moderately tortuous and calcified internal carotid artery. A 6fr non-bsc guiding catheter was advanced followed by a non-bsc filter wire which crossed the lesion. After predilation using a sterling balloon catheter and placement of a wallstent, the 4.5mmx20mmx135cm (4f) sterling¿ balloon catheter was flushed and advanced to post dilate the implanted stent. However the balloon could not dilate the lesion. Several attempts were made to dilate the lesion with the device but failed. The device was removed from the patient and a pinhole rupture was found. The procedure was completed with a different device. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a sterling balloon catheter with a stopcock. The stopcock was attached to the hub of the device. There was contrast in the inflation lumen. The balloon was loosely folded with the balloon folds present which indicated positive pressure was not applied. Functional testing was performed by attaching an inflation device filled with water to the device. Device analysis determined the condition of the returned device was not consistent with the complaint incident. Microscopic examination presented no irregularities or damage in the balloon material. The device was inflated to the rated burst pressure for 5 minutes. The catheter maintained constant pressure and there was no indication of any leaks or other irregularities. Inspection of the remainder of the device revealed no damage or irregularities. No issues or damage were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the moderately tortuous and calcified internal carotid artery. A 6fr non-bsc guiding catheter was advanced followed by a non-bsc filter wire which crossed the lesion. After predilation using a sterling balloon catheter and placement of a wallstent, the 4.5mmx20mmx135cm (4f) sterling¿ balloon catheter was flushed and advanced to post dilate the implanted stent. However the balloon could not dilate the lesion. Several attempts were made to dilate the lesion with the device but failed. The device was removed from the patient and a pinhole rupture was found. The procedure was completed with a different device. No patient complications were reported and the patient's condition was good.